Manufacturer narrative:
Correction of the catalog number of the suspect medical device. The correct catalog number is a11812.

Manufacturer narrative:
Beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: no parts were returned to the manufacturer for physical evaluation. The dxc 800 pro clinical chemistry analyzer was evaluated at the user facility by a beckman coulter field service engineer (fse). The fse replaced the phos reagent pump and cleaned the electrode, which resolved the issue. No other problems were identified during the on-site evaluation. Following the service activity, the instrument was restored to full functionality. The investigation into the cause of the reported problem was able to confirm the failure mode. The fse identified a dirty electrode and failing phos reagent pump, which attributed to the reported event. Therefore, the complaint event was confirmed.

Event description:
Beckman coulter received a report from the customer regarding the electrolyte test results being bad.